Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and device rupture.

Event description:
Patient representative reported "removal of recalled implants, rupture of implant, capsular contracture grade unknown, pain and suffering and mental anguish". This record is for the right side. The device has been explanted and replaced.